Event description:
Customer spouse reported via phone, customer was a high risk pregnancy and was waiting for supplies. During call customer's spouse mentioned the customer was hospitalized due high blood glucose of 280 mg/dl. Customer was feeling a pain from her chest to her abdomen and had extreme elevated high blood glucose for several days. Customer was wearing the insulin pump at the time of admission. Customer's spouse stated the customer has been experiencing high blood glucose for days and the device has been alarming no delivery. Customer's spouse declined troubleshooting and stated he would call back. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.